Event description:
It was reported that this pacemaker delivered multiple shocks in response to detected arrhythmia episodes. Upon review, the device was found to be functioning as programmed. However, further analysis indicated that the shocks were likely inappropriate, triggered by atrial-driven rhythms such as supraventricular tachycardia (svt) and pacemaker-mediated tachycardia (pmt). Atrial and ventricular rates were observed to be similar, suggesting a sinus or atrial origin. No adverse patient effects were reported. This device remains in service.